Event description:
It was reported that the device continuously activated.

Manufacturer narrative:
Please note we are discontinuing the current practice of filing malfunction medical device reports (mdrs) for reported complaints related to continuous activation on serfas family energy probes. The serfas family energy probes are disposable, radio-frequency probes used in electrosurgical procedures for resection, ablation, and coagulation of soft tissue, as well as the hemostasis of blood vessels in patients undergoing arthroscopic surgery of the knee, shoulder, ankle, hip, elbow, and wrist. The probe includes an energy transferring cable as well as several different tip configurations and suction probes which are capable of providing simultaneous fluid aspirations. This malfunction has not caused or contributed to any further deaths or serious injuries since 10/21/2022. Based on the information provided, it has been determined that this malfunction is unlikely to cause or contribute to death or serious injury should the malfunction recur. Therefore, we intend to discontinue filing mdrs for serfas family energy probes due to continuous activation.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the device continuously activated.